Event description:
It was reported that after receiving the field safety notice from the manufacturer, all devices in the hospital department were checked to ensure normal operating function. One device was found to have a fault consistent with the malfunction indications as laid out in the field safety notice. During testing the device was switched on, and the rapid atrial pacing (rap) function was checked, the "enable/disable" button was pressed but the rap display did not light up. Despite this condition, the temporary pacemaker otherwise functioned normally. It was noted that the customer discarded the device. Since this event occurred during testing, there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).